Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunctions [no image showed up during the operation (e216) + no image showed up during the operation (e216_other failure mode)] would likely be due to stress of repeated use, external factors or handling of the device, the image sensor unit was damaged such as disconnection or a part mounted on the electrical circuit board such as integrated circuit chips and capacitors was broken, which may have resulted in the subject event and for the malfunction [no image showed up during the operation (the image temporarily disappeared during the angulation operation) ] would be due to physical damage or leakage that may have caused the circuit board in the switch unit faulty, leading to the event. The event 1 and 2 can be inspected by following the instructions for use (IFU) which state: inspections methods are written in instructions for use: ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system the event 3 can be inspected by following the instructions for use (IFU) which state: inspections methods are written in instructions for use: ltf-s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 establishment name exceeded the character limit. The full name is: (B)(6) hospital. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the deflectable videoscope had no image. The issue occurred during an unspecified therapeutic surgery under microscope procedure. The procedure was completed using a similar device. There was a 5 minute delay; however, there were no reports of patient harm.